Event description:
The customer called for assistance setting up a replacement insulin pump. The customer then stated that he was hospitalized for low blood glucose levels. Unable to assist the customer with the insulin pump settings as he was feeling ill and was headed to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.